Event description:
It was reported that post-coronary stenting treatment procedure, in-stent restenosis occurred. The target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. During the index procedure, a veriflex 3.0x20mm bare metal stent was implanted in the mid lad. Approximately four months post procedure, the patient presented with chest pain. In-stent restenosis was found at the distal edge of the veriflex stent. To treat the event, an unspecified taxus 12mm stent was implanted in the mid lad and post-dilated with an avion hp balloon. No further patient complications were reported, the event resolved and the patient's status is reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.